Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The customer troubleshot with technical support and was advised to reconfigured the proximal line per manual diagram. The customer was not able to get short self test (sst) to pass. Reportedly, the customer was using a 2 liter test lung that is not equivalent to the ingmar. The customer did not have a test lung at the time that meets the testing specifications per the service manual. The customer was advised to use a test lung that is a 1 liter lung to do the test. The customer stated that the connection settings were changed and the ventilator passed all testing.

Event description:
It was reported that during the air delivery test the ventilator was not building pressure, reading zero with the flow restrictor. No patient involvement. Event date not specified; estimate used.